Event description:
It was reported that, "surgeon commented that primary femur was placed in hyper flexion. He mentioned that the notched femur was causing pain. Surgeon removed femur and implanted #3 ts femur and #4 ps x3 insert".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.